Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. Since these clips are subject to a 100% inspection of surface, geometry and closing force, a delivery condition with poor geometry is excluded. There is the possibility, that the aneurysm was ruptured due to perforation by an usage error. The implanted temporary clip is not intended to remain in the body permanently. It would be possible to continue with a close monitoring of the affected area to detect any changes (e.g. Position of the clip, migration). Refering to instructions for use of the aneurysm clip, which state that the permanent prevention of vessels by means of temporary aneurysm clips is contraindicated. This is due to the fact that the temporary clip has a lower closing force than the permanent clip. This increases the risk of bleeding compared to the use of the permanent clip, so that after final assessment by the responsible physician, the clips should/must be replaced. Due to the missing product these are only guesses. The exact cause cannot be determined.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product yasargil ti temp std-clip cvd 8mm. Specifically, it was reported that an emergency occurred intraoperatively. During the attempt to place the third permanent aneurysm clip, bleeding occurred. Different attempts to stop the bleeding were performed. Furthermore the patient was given blood transfusion. As a consequence from the bleeding the permanent clip could not be applied. The patient was left with 2 permanent clips and 1 temporary clip due to the emergency. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).